Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular capture management records high thresholds but the in-office testing shows acceptable thresholds. An external holter was utilized to help determine if the device was intermittently not capturing. The device remains in use. No patient complications have been reported as a result of this event.